Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device exhibited an occlusion alarm. Troubleshooting was performed. The patient tried a new cassette and both pumps. This is a continuous infusion. Since the infusion had been life-sustaining, the outcome of the event is ongoing. The event occurred during use.